Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving lioresal (baclofen) (2000 mcg/ml at 189 mcg/day) via implantable infusion pump. It was reported that the pump interrogation on (B)(6) 2021 showed that the patient's pump stalled following an MRI on (B)(6) 2021. The pump was interrogated a second time about 20 minutes from the initial interrogation which also showed that the pump was still stalled with no recovery. The hcp was advised to continue checking the logs until a recovery was noted. The issue was not resolved through troubleshooting. No symptoms/patient complications were reported.